Event description:
Customer reported intermittent lockups. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the sram battery. System operates as intended.